Event description:
Caller reported that the battery charge in the pump increased by 30% in a short period. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to monitor the system and call back if the issue persisted, confirming that the battery's behavior was normal based on the logs.